Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, no product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after implantation of a preloaded intraocular lens (iol), the patient was seen in emergency on (B)(6) 2025 for pain, redness, and hypopyon. The patient is being treated for exogenous endophthalmitis with intravitreal injections of vancomycin and ceftazidime, along with intravenous piperacillin. Microbiological tests conducted during the patient's stay revealed negative cultures and a negative universal polymerase chain reaction (pcr). Patient was referred to another hospital for further evaluation. No further information was provided.

Manufacturer narrative:
Corrected data upon further review of the file it was identified that the following codes provided in the initial MDR should be removed as they represent symptoms of endophthalmitis. Therefore, the following codes in section h6 'health effect - clinical code' no longer apply to this case: 1913 - hypopyon 4803 - eye irritation 4467 - eye pain all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.